Event description:
On (B)(6) 2011, mother reported, there is a blank line that goes through the infusion device display and interferes with pt's ability to view the insulin delivery amounts. Correct type of battery is used in the infusion device, and the battery setting is programmed correctly. Pt changed the battery but this did not resolve the issue. Infusion device was not dropped on a hard surface within the past 48 hours. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.